Manufacturer narrative:
Corrected fields: d4, h4.

Event description:
No additional information received from customer.

Event description:
It was reported that the lock on the aspiration needle locked up. The event occurred during set up and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lock on the aspiration needle locked up. The event occurred during set up and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: event 1: needle adjuster cannot be locked. Event 2: syringe breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we checked the operation of the needle adjuster lever and found that it locked without any problems. When we looked around the scale on the handle, we found traces of the lever being pressed against it. The premise is that the swivel nut is designed to fit into the recess on the stopcock. Based on the condition of the actual product, we speculate that the swivel nut may have come off because it went over the recess in the stopcock part on the hand side. The event can be detected/prevented by following the instructions for use which state: as a result of checking the instruction manual IFU, the following descriptions related to this event were found. Drawing number and revision number of IFU: (B)(4). ·push the needle slider in the distal direction until it stops. Confirm that the needle slider clicks and moves smoothly and confirm that the needle extends approximately 20 mm from the distal end of the sheath. ·do not extend the sheath from the distal end of the endoscope without confirming it in the endoscopic field of view. Otherwise, it could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope and/or instrument. ¿ make sure that the medallion syringe is free from cracks, disconnection, looseness and other damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.